Manufacturer narrative:
Medwatch with identifier (B)(6) is active system, medwatch with identifier (B)(6) is mobile system. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Within 10 minutes, accu-check mobile displayed 9 mmol/l and accu-check active 5 mmol/l. No adverse event alleged. Product cannot be returned due to custom and legal issues in (B)(6).